Event description:
An acumed lkg mpj petite plate 4 deg, right ((B)(4)) was implanted on (B)(6) 2012. Approximately 5 months later the plate broke and was explanted on (B)(6) 2012. The patient stated there was no additional trauma and it broke while walking.